Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error or numbers ramping up noted. The insulin pump was received cracked case at display window corner, minor scratched liquid crystal display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error during bolus. Troubleshooting was done. Customer's blood glucose was 346 mg/dl. Customer will take manual injection. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.